Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported there was no one cause and nothing was confirmed by their doctor. It was reported that it happened before they fell at the movie theater. This is contradictory to what they had previously reported. No steps were taken to resolve the issue. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they believed a bad fall where they landed on their back caused their ins to move around. No steps were taken to resolve the ins moving. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for failed back surgery syndrome as well as spinal pain. Consumer reported their ins wouldn¿t charge. It was reported that the controller works and would power on, but when they connect the recharger (rtm) and positions it over the ins, the controller reportedly reads ¿device can't be found.¿ patient reported it would work if they jiggled the cord, but now they could not get it to connect to the ins. It was also reported that the ins was "moving around inside me like a marble" and that "it goes all over the place." During troubleshooting the patient was able to remove the rtm and connect the controller with the remote which indicated ins charge was empty. No further complications reported/anticipated.